Manufacturer narrative:
The bci hotline instructed the customer to bleach the flow cell and this resolved the problem. However, a beckman coulter fse (field service engineer) was also dispatched to the site since one was requested by the customer since this was an intermittent issue. A clear root cause could not be determined. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously high ci (chlorine) results were intermittently obtained on their synchron cx7 clinical system. However, the results were not reported out of the laboratory. Prior to the event, the ise (ion-selective electrode) system was calibrated and the qc (quality control) results were within the lab's established ranges. The customer recalibrated the ise system and performed qc runs before repeating analysis of the pt samples and results were obtained in the normal reference range. Reports were amended but none of the reports were issued to physicians. The customer provided two examples of the sample data. There was no report of any adverse event, serious injury or change to pt treatment related to this event.